Event description:
Additional information received from the consumer reported that to resolve the stimulation and shocking issues they had help from a technician to reprogram.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he was trying to strengthen his program. The patient wanted to increase stimulation from 2.9v to 3.6v and stated that he had never been able to make stimulation stay up on the level he wants. It was reviewed that the patient would need to remain in that position for three minutes for the implant to remember the change. After troubleshooting the patient reported that he can feel stimulation working in his legs, but 3.6v did not feel strong enough as he did not feel the change. The patient increased to 4v and tried again and after syncing the programmer showed he was at 2.9v then he said 3.6v. The patient stated that he did not change positions while waiting; he had been standing and walking around, but remained in an upright position and did not sit down. Further information from the patient reported that he was trying to adjust the settings again and it was not working. The patient stated that he had an appointment with the manufacturer representative to discuss adaptive stimulation. Additional information received from the patient reported that he had experienced intermittent shocking and he didn't know why. The patient stated that his settings had changed to 4.4v without him using the programmer. The patient decreased stimulation to 2v and now was not feeling the shocking. The patient did not remember exactly what he was doing at the time of the shocking, but there might have been positional movements. The patient stated that he went into a store and was in one of the aisles when he felt a shock. The patient reported that it started shocking him again that morning while he was outside. The patient thought the shocking had something to do with his programmer and it had happened before so he met with the manufacturer representative. During the appointment his adaptive stimulation was adjusted by the representative. The patient did not want to turn adaptive stimulation off as he like the adaptive stimulation settings. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.